Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the conductor was obstructed by foreign material. It was noted that there was blood on the distal conductor of the lead and it was obstructed, the tip seal on the distal electrode of the lead showed evidence of blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst commented that guidewire insertion testing failed due to blood obstruction in the tip nose. The stylet test also failed due to foreign material obstruction in the lumen. It cannot be determined when and how the foreign material got in the lead. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead was unable to capture at maximum device output, capture was successful at ten volts from analyzer. The lead was turned off, attempted replacement failed, patient may undergo replacement in the future. It was also reported that during implant of a new lv lead the physician was unable to advance a stylet or guidewire down the lumen. The lead may have a defect in the proximal one centimeter of lead lumen. The lead was removed and not implanted. No patient complications have been reported as a result of this event.